Event description:
A customer reported that the trocar valves leaked during three separate vitreoretinal procedures. There was no patient harm. There are no additional event details available. Product samples were requested for evaluation. This is the first product report out three product reports received from the customer.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: a product sample was not returned for evaluation; therefore, the condition of the product could not be verified. The final customer's lot was identified and device history record review shows that the product was released according to the manufacturer's acceptance criteria. The root cause for the defect experienced by the customer cannot be determined. An internal investigation has been opened to address reports of a similar nature. (B)(4).